Event description:
Pt admitted for laparoscopic burch procedure, atp repair with possible right ovarian cystectomy. Needle from device broke while passing through coopers ligament requiring an open laparotomy to retrieve the needle pieces (which was done).